Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during set change. The customer¿s blood glucose level was unknown at the time of the incident. . The customer stated that the drive support cap was flush. Customer had a high blood glucose of 438 mg/dl and will treat after the call. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose or protruded drive support disk. However, motor passed motor test. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, missing end cap sticker and stained address number label.